Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was not delivering properly. Customer reported programming 3.625 units of insulin to be delivered and only one drop came out. Blood glucose level at the time of the incident was 155 mg/dl. Blood glucose level at the time of the call was 219 mg/dl. During a bolus attempt, customer received an insulin flow blocked alarm. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.